Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care provider (hcp) reported that the patient did not advise them of MRI testing. Pacemaker was working on interrogation. Hcp was not aware of pacemaker being off for prolonged period of time, other than battery failure in (B)(6) 2015. It was indicated that pacemaker battery was replaced. The action was taken to resolve the ins off/longevity issues and the pain/ vomiting issues was routine clinical care.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that they were getting an MRI, which was unrelated to the device/therapy. However, there was also a suspected problem with the device/therapy. The patient had vomiting/nausea and pain. The implantable neurostimulator (ins) was off and there was a possible end-of-service (eos). The patient reported a longevity allegation. The ins was off for unknown reasons. The health care professional (hcp) thought it may be an eos. This was in (B)(6) of 2015. The patient last implant lasted 10 years and the current implant had been implanted for 2 years. They had a return of symptoms following the ins being off. The hcp told the patient they could try an x-ray. The indication-for-use (IFU) was gastric stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.